Event description:
It was reported that a patient had a resolute integrity rx drug eluting stent implanted inside a previously placed non mdt bare metal stent which was implanted in 2003. It was reported that three days post procedure, the patient developed thrombus in the resolute integrity stent. No aspiration was done. A non-mdt stent was implanted inside the resolute integrity stent. It was reported that the patient was seen by their cardiologist and the patient is fine. The patient was on dapt prior to the event. The physician assessed that the stent thrombus was not related to the resolute integrity rx stent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.